Event description:
It was reported that the insulation on the shaft melted and revealed the inner metal. The probe was set at power output 5 or 6.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.